Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke during an attempt to open the basket. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of the handle break. Block h10: visual examination of the returned complaint device found the basket was retracted. The thumb ring was detached from the handle and was not returned with the device. The handle shows coincident marks that indicate proper assembly during manufacturing process and marks in the plastic that indicates that it was submitted to tensile and/or compressive force(s). As per complaint information, it is most likely that procedural and anatomical factors encountered during procedure could have affected the device performance and its integrity. Probably during use of the device, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Additionally, thumb marks observed in the section of the handle where the thumb ring was located indicates the the device was submitted to tension forces during the use of the device. During manufacturing, the handle is operated and it is confirmed that the basket deploys and retracts. This inspection would have detected the encountered damage; however, there is no control how the devices are handled/manipulated in the field. Therefore, the most probable investigation conclusion code is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2019. According to the complainant, during the procedure, the handle of the trapezoid basket broke during an attempt to open the basket. The basket was removed from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.